Event description:
It was reported that the biomed stated the arctic sun device was experiencing flow issues and they believe it was related to a pump. Wants to verify and get part number and pricing.

Manufacturer narrative:
The reported issue was confirmed. The root cause for the reported event could not be determined. Biomed wanted to verify and get part number and pricing. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The latest labeling revision will be reviewed for this investigation. The instructions-for-use under are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Corrections: d, h. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed stated the arctic sun device was experiencing flow issues and they believe it was related to a pump. Wants to verify and get part number and pricing.